Event description:
It was reported that while extracting implant as a result of infection, extraction device appears to have cold welded due to excessive force applied by surgeon. As a result of this, the implant extracted cannot be removed. Implant was not needed during or after case by hospital.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 6276-1-119, lot #32818501, description: 19mm mod rev hip bdy/blt + 10mm component level 9006-1-119. Cat #502-03-54e, lot #mkn7hx, description: primary tritanium hemi cluster hole cup 54mm. Cat # 6276-7-017, lot # caxm552c, description: mod con dist stem 17 x 155 mm. Cat # 6260-9-036, lot # mhrh5v, description: v40 cocr lfit head 36mm/-5. Cat # 2030-6530-1, lot # mjj57l, description: 6.5 cancellous bone screw 30mm. Cat # 2030-6525-1, lot # mkr8jp, description: 6.5 cancellous bone screw 25 mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.